Manufacturer narrative:
Physician stated that she has been keeping the tip of the catheter at least 5cm from the junction. Per the IFU, for gsv treatment, a tip position 2.0cm inferior to the sfj is recommended. The device was not returned for evaluation. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Physician observed an ehit 1/2, protrusion of thrombus into the saphenofemoral junction. She stated that she keeps the tip of the catheter at least 5cm away from the junction (saphenofemoral or saphenopoplitea). During a post-op follow-up, it was noted that the thrombus did not resolved on its own. The patient received eliquis for one month which resolved the ehit.